Manufacturer narrative:
Lifescan has requested the return of the subject test strips of eval, but has not yet rec'd them. If either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report. Info (lot# of test strips and serial # of meter are not available).

Event description:
The pt/lay person who spoke with a customer care associate in 2007, reportedly was using one touch ultra test strips from a punctured vial with a one touch ultra2 meter. She claimed all four of the vials were punctured; however, neither the test strips nor the meter were available at time of call to capture the lot # and serial #. The pt alleged that during the week of the call she experienced "more low blood sugars than usual 6-7". Reportedly she normally has one to two hypoglycemic events in a week. After self-treating with orange juice or milk, she was fine. The strips in question were used at her office. Although the results were not provided, they were higher than she would expect with symptoms she described as "low blood glucose, shaky, and not feeling well." Whether she first administered insulin based upon the results was not provided. The cca replace the test strips. This senior medical affairs specialist has rec'd no response to voicemail messages to the pt. A letter has been sent asking the pt to call. Based upon the info provided, the complaint is classified as a serious injury. Although the blood glucose results ere not provided, the pt allegedly felt low, obtained results on her meter that did not correlate with low blood glucose, and self-treated according to her symptoms. The symptoms were alleviated after consuming juice and/or milk.